Event description:
This was intended to treat a severely calcified lesion in sfa. When the balloon was placed in the lesion it did not inflate. After removal it was detected that the balloon was leaking.

Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentations were reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned device revealed that the balloon has been in and deflated. An inflation device was connected and, at a pressure of about 2 to 3 atm, the balloon opened and a fine waterjet emerged from the distal part of the balloon. Microscopic analysis of the balloon showed a pinhole in the region of the distal x-ray marker. Further microscopic analysis showed several scratches in close vicinity to the pinhole. The review of the production documentation associated with the product verified that the instrument was manufactured according to specifications and fulfilled all requirements in process and during final inspection. In addition to visual inspections, each instrument is tested for air tightness by means of a helium leak test. Based on the conducted investigations, no manufacturing or material related root cause was determined. The final root cause for the balloon rupture is most likely related to the severe calcified lesion.